Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station pacub machine shut off and would not turn back on. Customer stated that machine turned off suddenly, power cord was checked and confirmed to be plugged into both the machine and the wall. The power switch was toggled off and on again, but the problem was not resolved and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A field service engineer found powered on with a black screen. Power was tested, and all drawers and auxiliary components were disconnected with no change observed. The power supply was identified as faulty and was replaced. The unit powered on successfully, was shut down, all components were reconnected, and the unit was powered up fully and functioned normally. The power supply fan operation was verified as normal. Station functionality was confirmed at the customer login. The customer inventoried cubie pockets, all of which tested successfully. The hardware test application (hta) was run with successful results. The system functioned as intended after the field service engineer repaired the device.